Manufacturer narrative:
Upon completion of the part analysis by the manufacturer, it was concluded the damage is consistent with user error.

Event description:
It has been reported to philips that the green 3-lead connector has broken off inside the ls.

Event description:
It has been reported to philips that the green 3-lead connector has broken off inside the ls.